Event description:
It was reported during a therapeutic procedure , a blackout occurred for about five (5) seconds and image restored. Since the image restored the intended procedure continued and was completed with the same equipment. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was evaluated. Visual inspection on the device found no abnormality on the appearance . Functional testing performed using reference scope and the reported issue was confirmed. A continuous energization for 1 hour or more was performed, checked whether the phenomenon will occur, however, at that time of testing , the issue was not reproduced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was not possible to determine the cause of the event because the phenomenon pointed out did not replicate. There was no abnormality identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.